Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's father reported via phone, the insulin pump stopped working, it administering insulin. Customer's father delivered a bolus and none of the insulin was pushed out. Customer was experiencing elevated high blood glucose and finding it difficult to lower them. Customer's father changed the complete set three times and issues reoccur. Primed tubing and insulin did exit. High pressure test and self-test were performed and the device passed. Customer's father declined performed troubleshooting for high blood glucose. Customer's father was advised to discontinue use of the device and revert to back up plan. The device is returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.